Manufacturer narrative:
(B)(4): the liberte bare stent delivery system (sds) was received and visual examination identified blood and contrast in the wire lumen and balloon. Examination identified proximal and distal stent damage. A strut in the second proximal row was flared and 2 struts at the distal edge of the stent were flared. No further damage or irregularities were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coronary stenting treatment procedure, difficulty crossing occurred. The physician attempted to advance the 2.5mm x 20mm liberte bare coronary stent delivery system (sds) to an unspecified lesion however; the sds system would not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, analysis of the 2.5mm x 20mm liberte bare coronary stent delivery system revealed stent damage.